Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 3 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to unknown lot number.

Event description:
Material no. 328431 batch no. Unknown. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the needle shield is hard to remove and the needle hub separates from the syringe. The following information was provided by the initial reporter: consumer tried one 10 pack from this box found shields hard to remove and needle hub separates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 328431, batch no. Unknown. It was reported that during use of the syringe 0.3ml 31g 8mm whole unit 10bg 500 the needle shield is hard to remove and the needle hub separates from the syringe. The following information was provided by the initial reporter: consumer tried one 10 pack from this box found shields hard to remove and needle hub separates.